Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had close door message. The cause was identified to be loose lower link screw. The link will be adjusted to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the device alarmed close door message. No additional information is available.